Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform the device inspection or device history record review for this case.

Event description:
Exact study event. It was reported that approx six mos post uneventful right carotid artery stenting procedure, the pt experienced restenosis and abrupt closure of the treated carotid lesion. There were no reported plans to treat the restenosis at this time and there is no add'l info available.